Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the second flange could not be deployed. The stent was removed partially deployed from the patient and the procedure was completed using another axios stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The delivery system was received in position "1". A jagwire was also returned stuck in the device. Microscopic inspection was performed and friction marks were noted on the handle and the sheath. X-ray analysis was performed to analyze the distal section of the sheath and the luer section; no damage was found. Functional inspection was performed and the stent could be released from the delivery system. No other issues were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed via visual inspection. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled and manipulated during the procedure, limited the performance of the device and contributed to the stent partial deployment and the guidewire being stuck in the catheter. Additionally, continuous attempts to deploy the stent could have led to the friction marks on the sheath and the handle. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the second flange could not be deployed. The stent was removed partially deployed from the patient and the procedure was completed using another axios stent. There were no patient complications as a result of this event.